Event description:
It was reported that upon removal and after treatment of the farawave procedure, when the catheter was being removed, resistance was felt while pulling the boston scientific starter guidewire, so the guidewire was removed together with the catheter. Upon inspection of the wire, there were areas where the coil wire was stretched and portions where the core wire had protruded. A red, wire-like substance was observed attached to the catheter tip, which was considered the likely cause of the stuck. The act at the time was 340 seconds. No patient complications occurred. The device was received for analysis. It was further reported that there was something attached to the catheter tip, the physician checked it and found no internal tissue, but something that appeared to be a part of the wire. There was nothing attached to the guidewire.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, no outer abnormalities were observed. The farawave catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all tests performed, showing no evidence of the reported allegations.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that upon removal and after treatment of the farawave procedure, when the catheter was being removed, resistance was felt while pulling the boston scientific starter guidewire, so the guidewire was removed together with the catheter. Upon inspection of the wire, there were areas where the coil wire was stretched and portions where the core wire had protruded. A red, wire-like substance was observed attached to the catheter tip, which was considered the likely cause of the stuck. The act at the time was 340 seconds. No patient complications occurred. The device is expected to be returned. It was further reported that there was something attached to the catheter tip, the physician checked it and found no internal tissue, but something that appeared to be a part of the wire. There was nothing attached to the guidewire.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that upon removal and after treatment of the farawave procedure, when the catheter was being removed, resistance was felt while pulling the boston scientific starter guidewire, so the guidewire was removed together with the catheter. Upon inspection of the wire, there were areas where the coil wire was stretched and portions where the core wire had protruded. A red, wire-like substance was observed attached to the catheter tip, which was considered the likely cause of the stuck. The act at the time was 340 seconds. No patient complications occurred. The device is expected to be returned.